Event description:
This report is based on information provided by the remote service engineer rse, bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating the co2 (carbon dioxide) port is broken. There was no harm nor impact to the patient.